Event description:
It was reported that the device failed to power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the unit was full of water, causing the device not to power on. The device will not be returned to physio-control for further evaluation, as the customer has declined repair.